Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter had a button error alarm on the insulin pump. Caller stated that the pump is showing that the buttons were pressed too long. Caller stated that they were not able to clear the alarm. Caller took the battery out and put it back in. Caller stated that the button error is still on the screen. Customer's blood glucose was 400 mg/dl. Customer was asleep and the alarm occurred at midnight. Customer was able to treat with her back-up plan. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.